Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump powered off without warning. The customer reported the battery and site was changed before the insulin pump's malfunction. It was also found the insulin pump was not responding to any buttons. The customer reported the insulin pump was able to power back on, but a battery out limit alarm occurred. Customer's blood glucose was 377 mg/dl at the time of incident. Customer's current blood glucose was 141 mg/dl. Customer was able to treat their blood glucose with manual injections. The customer also reported their blood glucose reaching 400 mg/dl in the past. Troubleshooting did not find any issues with the insulin pump. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.